Event description:
It was reported that prior to a gynecological procedure in 2008, the customer opened the box and the finger pad on the device was missing. A second device was used to complete the procedure.

Manufacturer narrative:
Finger pad falls off: conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.